Manufacturer narrative:
The device history record review of the reported lot number shows that the product was released according to all established procedures. One used sample was received and analyzed. It was observed that formula was stuck in the silicon tube and there was a detachment between the silicon tube and the valve. The possible root cause could be related to incorrect placement in the pump causing additional stress to the tubing and detachment or the improper formula used that could cause clogging. No corrective actions will apply since the failure mode was not confirmed to be manufacturing related. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The aware date for this complaint was originally reported incorrectly as (B)(6) 2017. The information about the reportable malfunction of the product was not received until (B)(6) 2017; therefore, the aware date should have been updated to (B)(6) 2017 which would not have been a late report since it was submitted within 30 days. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while the nurse was priming the pump set they noticed that it was leaking and there was a crack in the tubing.